Event description:
(B)(4). Reason for original complaint- litigation alleges patient had pain and fluid sacs near implants. Update (B)(4) 2013 - sales rep reported revision surgery due to unknown reasons. There was no new information that would change the outcome of the investigation. Update (B)(4) 2013 - new litigation papers received. Doi provided. Ligation alleges implant failure and discomfort. There is no new additional information that would affect the investigation. Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi information. Part and lot were also identified and stem and sleeve will be added to the complaint. Patient was revised due to dislocation and upon revision synovitis and corrosion were reported. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.